Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was poor visualization with onyx. The patient was undergoing treatment for a ruptured superior cerebellar "vermian" micro arteriovenous malformation (avm). The avm was grade 1 and not located in the eloquent region. The patient's vessel tortuosity was minimal. It was reported that the onyx initially penetrated the nidus with normal visibility, but then invisibly refluxed into a proximal parent artery and occluded an innocent proximal branch. The onyx had been shaken for 20 minutes and speed setting 8 on the shaker. The onyx was injected immediately after mixing, and did not sit more than 5 minutes prior to injection. Post embolization CT showed a small superior cerebellar infarction, but there were said to be no major complications. Angiographic results post procedure showed the vermin micro avm with complete embolization of the tiny feeding artery. It was stated that the patient did not experience any injury or symptoms. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a 6f sheath, sofia 6f guide catheter, apollo 3cm microcatheter, and synchro 10 guidewire. Additional information received reported the physician had concerns about the onyx for more than 6 months. The concerns were clarified and his advise was to examine every onyx vial before using it under flouro by shaking it for 20 min and then taking flouro images of it to see whether its visible or there is storage issue which damage the product (did that and all of the examined vails were perfectly great). The waiting time between injections or what was the pause time between injections was less than minute. The physician used intermittent injections. The cause of the event was not determined. The dead space of the delivery catheter was filled with dmso per recommendation. Surgical or medical intervention was not required. After noticing the poorly visible onyx reflux the procedure was aborted.